Event description:
It was reported that the ilet system issued an insulin occlusion alert associated with an infusion set and the user experienced prolonged hyperglycemia, with glucose reaching a reported "high" value of 542 mg/dl, and glucose remained above 180 mg/dl for at least six hours despite initial resumption attempts until a supply change and fill-tubing sequence were performed, after which glucose began to decline. Symptoms included polyuria and polydipsia. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy, with the caregiver assisting due to the user¿s unfamiliarity with device operation. Investigation included troubleshooting with education on occlusion and performance of a fill-tubing sequence that resolved the occlusion. Investigation of this case revealed an insulin delivery occlusion at the infusion set level that was only resolved after a supply change, consistent with an infusion set-related blockage. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.